Manufacturer narrative:
Result and conclusion: (stroke). No results available since no evaluation was performed. (No device received for evaluation). (B)(4). Event date: asked but no information provided.

Event description:
The physician reported that during a procedure, friction was encountered when navigating a site seer diagnostic catheter through the vasculature. Post procedure the patient suffered a stroke, no other clinical sequelae reported.